Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 265 (mg/dl). The customer delivered an injection via insulin pen. Reportedly, the customer has insulin pens available as alternate insulin therapy.